Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity, migration'), pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') and genital haemorrhage ('general abnormal bleed') in a 25-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from (B)(6) 2014, diclofenac from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012, milnacipran hydrochloride (savella) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) from (B)(6) 2013 to (B)(6) 2014 and tramadol from (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with iron, trazodone and surgery (hysteroctomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, weight increased, abdominal pain and hypersensitivity had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon). Current weight: 190 lbs. Left-10 right-03 no. Of coils. As per follow up discrepancy note date of removal: (B)(6) 2016. Patient received treatment for pelvic pain ,abdominal pain, genital bleeding, weight gain, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: majority of coil within endometrial cavity lot number: 787228, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received new event added abdominal pain, genital bleeding, weight gain, allergy. Event outcome added pelvic pain, abdominal pain, genital bleeding, weight gain, allergy. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity, migration') and pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') in a 25-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from (B)(6) 2014, diclofenac from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012, milnacipran hydrochloride (savella) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) from (B)(6) 2013 to (B)(6) 2014 and tramadol from (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), back pain ("back pain"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with iron, trazodone and surgery (hysteroctomy with bilateral salpingectomy and hysteroetomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain and hypersensitivity had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: on (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon). Current weight: 190 lbs; left-10 right-03 no. Of coils. As per follow up discrepancy note date of removal: (B)(6) 2016. Patient received treatment for pelvic pain ,abdominal pain, genital bleeding, weight gain, psych injury, migration. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Patient received treatment for pain, bleeding, weight gain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 787228, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporters information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity, migration') and pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') in a 25-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from 16-may-2014 to 16-jun-2014, diclofenac from 29-oct-2013 to 16-may-2014, gabapentin from 9-jan-2014 to 16-may-2014, medroxyprogesterone acetate (depo-provera) from may 2012 to august 2012, milnacipran hydrochloride (savella) from 20-nov-2013 to 16-may-2014, pregabalin (lyrica) from 12-sep-2013 to 9-jan-2014 and tramadol from 6-may-2014 to 17-nov-2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), back pain ("back pain"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with iron, trazodone and surgery (hysterotomy with bilateral salpingectomy and hysterotomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain and hypersensitivity had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon). Current weight: 190 lbs. Left-10 right-03 no. Of coils. As per follow up discrepancy note date of removal: (B)(6) 2016, (B)(6) 2016. Patient received treatment for pelvic pain ,abdominal pain, genital bleeding, weight gain, psych injury, migration. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Patient received treatment for pain, bleeding, weight gain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 787228 . Manufacture date: 2010-10. Expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity') and pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') in a 25-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from (B)(6) 2014 to (B)(6) 2014, diclofenac from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, milnacipran hydrochloride (savella) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) from (B)(6) 2013 to (B)(6) 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with iron, trazodone and surgery (hysteroctomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon) current weight: 190 lbs left-10 right-03 no. Of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: majority of coil within endometrial cavity lot number: 787228 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity, migration') and pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') in a 25-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from (B)(6) 2014 to (B)(6) 2014, diclofenac from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, milnacipran hydrochloride (savella) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) from (B)(6) 2013 to (B)(6) 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), back pain ("back pain"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with iron, trazodone and surgery (hysteroctomy with bilateral salpingectomy and hysteroetomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain and hypersensitivity had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon) current weight: 190 lbs left-10 right-03 no. Of coils as per follow up discrepancy note date of removal: (B)(6) 2016, (B)(6) 2016. Patient received treatment for pelvic pain ,abdominal pain, genital bleeding, weight gain, psych injury, migration. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Patient received treatment for pain, bleeding, weight gain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: majority of coil within endometrial cavity lot number: 787228 manufacture date: 2010-10, expiration date: 2013-10. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage and menorrhagia were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown/majority of coil within endometrial cavity') and pelvic pain ('physical pain/pelvic pain/pelvic area/mild to severe at times') in a (B)(6) year old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia, herniated disc, leg cramps, lumbar radiculopathy and spondylolysis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine) from (B)(6) 2014 to (B)(6) 2014, diclofenac from (B)(6) 2013 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, milnacipran hydrochloride (savella) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) from (B)(6) 2013 to (B)(6) 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain I loss specify which one: weight gain"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with iron, trazodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2015 as per current fu(per pfs) and in current mr: (B)(6) 2012, previously reported insertion date was (B)(6) 2012 (per summon). Current weight: (B)(6). Left-10 right-03 no. Of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: majority of coil within endometrial cavity. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received, lot number received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish ,migration of essure device location of device: unknown/majority of coil within endometrial cavity, weight gain/loss specify which one: weight gain, back pain were added. Outcome of pain was updated. Concomitant medications, patient's medical history, reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.